Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes. Reportedly, customer's non tandem continuous glucose monitor was not available and as a result the pump software did not accurately adjust the amount of insulin delivered resulting in customer's blood glucose level reading of ¿high¿ (value not provided). A correction bolus via the pump was delivered to address bg. Reportedly, the pump and transmitter regained connection.